Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The collimator was centered and the loose screws were tightened. No further information is available. This event may be an accidental radiation occurrence.

Event description:
The customer reported that only one blade of the collimator was in place on the 9800 system. No patient injury was reported.